Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 18.0 diopter intraocular lens was implanted in the patient's left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018 because of a hyperopic outcome. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, but different diopter of 20.0. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/20/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. The lens returned cut in two parts inside the lens/insert case. One haptic was observed detached. The condition observed in the lens is consistent with a unit that has been cut due to ¿lens removal or explant process¿. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.